Event description:
During a series of MRI lumbar spine scans which lasted approx 60 minutes, a pt who was under anesthesia received 4 severe burns (each approximately the size of a 25 cent coin) beneath the ECG electrodes used during the scans. During these scans an MRI phased-array surface coil was used with the pt. The pt underwent several higher power scans, but specific info about the scans is not known at this time. The hospital risk mgmt has limited the info which is available. No specific pt info is yet available, but a visit to this hospital is scheduled for june 12 for obtaining further info.